Manufacturer narrative:
The crt-d was kept by the patient. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This crt-d was explanted and replaced. No additional adverse patient effects were reported.